Event description:
It was reported that the patient was referred for a vns re-implant surgery.

Event description:
It was reported that a vns patient had their device explanted for infection. The patient had their vns products explanted on (B)(6) 2013. Their lead/generator and tie downs. The patient was seen in the emergency room on (B)(6) 2013 with swelling over their lead and generator locations. They were given 2 days per oral antibiotics. Cultures were taken and positive for staph. The cause of their infection was unknown. There was no report of trauma or manipulation at their vns sites. The patient is (B)(6). The exact start date was unknown of their infection. The patient presented (B)(6) to the emergency department so around that time it had been ongoing for a couple of days.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Clinic notes dated (B)(6) 2014 were later received as part of the referral for vns re-implant. The notes indicated the infection in (B)(6) 2013 was mrsa was sensitive to clindamycin 300 mg tid. A pocket of fluid was found and was felt to be an infection. Now, the parents would like to have vns re-implanted. Clinic notes from 10 days after implant reported that the patient had not been picking at her incision sites. There was a red, splotchy area 3 inches over the right breast. The incision sites reportedly head well healing scars, mild erythema, no evidence of infection with mild tenderness over the generator area.

Event description:
It was reported that the patient had vns re-implant surgery.

Event description:
It was reported that the patient's parents cancelled the reimplant surgery. It was reported that the physician is encouraging reimplant, but that the parents are hesitant due to the patient's previous infection and the patient's sister being a carrier of staphylococcus.